Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge and was difficulty to charge. The patient was also experiencing discomfort with the ipg placement. Database (db) analysis was performed and revealed no ipg anomalies. The underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device and the pocket was moved to a more comfortable location.